Manufacturer narrative:
(B)(4). The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The following information was requested, but unavailable: can you please clarify, when staples were not delivered, if there were any staples seen lying on the tissue? If yes, what was the staple formation (unformed, malformed, etc.)?

Event description:
It was reported that during a sleeve gastric procedure, when the stapler was operated, the reload cut but it was not possible to leave the staple. Unknown how case was completed. There were no adverse consequences for the patient.